Manufacturer narrative:
H.6. Investigation summary: one sample was provided to our quality engineer for investigation. Through visual inspection, damage was observed on the barrel thread. A device history record review did not reveal any quality issues during the production of lot number 1905221 that could have contributed to the reported defect. While we could not identify a direct issue, it was determined this malfunction likely occurred as a result of the syringe getting jammed within the manufacturing equipment. Devices used to move product and manufacturing equipment is protected to avoid causing any damage. A project was initiated to look further into this issue and prevent any reoccurrence. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
It has been reported that the bd plastipak¿ syringe has been found deformed before use. The following has been provided by the initial reporter: luer lock tip of the damaged syringe, the plastic is twisted.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd plastipak¿ syringe has been found deformed before use. The following has been provided by the initial reporter: luer lock tip of the damaged syringe, the plastic is twisted.